Event description:
Very little information was known about this specific event as multiple contacts were made at the facility around the original occurrence of this incident, and little information was shared at that time. Patient moved up toward the head of the chair, and it started to tip over. The chair was "caught" by two caregivers and moved the patient back down to the seat section. No injury was reported.

Manufacturer narrative:
Specific serial number unknown by the facility. A general view of all the devices found that nothing at all was found to be deficient with them. Multiple follow-ups were made by our sales representative at the time and little more information was received. Not much else was required as the patient's weight was moved too far up the back section and the warning labels weren't adhered to.